Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon completed two passing trace registrations, both with inaccuracies across all instruments immediately following the completion of the registration. The surgeon reported approximately 3 centimeters inaccuracy internally as the tip of the nose showed the instrument deep inside the head. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.